Event description:
It was reported that the patient was infected and had the entire system removed. The surgeon and patient plan to reimplant after the infection is cleared. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708160 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3708160 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger. (B)(4).